Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was dropped to the floor and stopped working. The customer stated the insulin pump failed to respond to button pushes. The customer's blood glucose was 12 mmol/l. The customer was current in the hospital waiting for manual injections. The customer was not wearing the insulin pump at the time of hospitalization. The customer will be returning the insulin pump for analysis.